Event description:
It was reported that during a nephrectomy procedure, the device was placed on the tissue and would not fire then would not open. A competitor's device was used to cut off the device from tissue. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Yoke flange. The analysis results found that the ats45 device was received with the firing mechanism damaged and a reload present. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the yoke flange were found broken. Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger in the open direction to overcome extra friction in the jaws as a result of the jaws being clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.